Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer attempted to treat but her blood glucose level would not go down. Customer collapsed and had an injury. Customer used injections to treat. Customer stated that she woke up sweating. Customer indicated that her leg is hurt down to her ankle. Customer's blood glucose level was over 600 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.